Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed cracks in the luer adapter section causing blood leakage. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed cracks in the luer adapter section causing blood leakage. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. Evaluation of the photos indicated a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd has initiated further root cause investigation relating to the issue of cracked female luer adaptors complaints through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. Evaluation of the photos indicated a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed cracks in the luer adapter section causing blood leakage. There was no health impact or consequence reported.